Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 07/09/2024.

Event description:
Explanting physician reported left side capsular contracture, baker grade IV, and periprosthetic fluid diagnosed via ultrasound along with swelling and pain. The device has been explanted with a complete capsulectomy. The capsule was sent for anatomopathological study which found fibosis of the periprosthetic capsule and cd30 negative lymphoid component. The device has been explanted.

Event description:
Explanting physician reported left side capsular contracture, baker grade IV, and periprosthetic fluid diagnosed via ultrasound along with swelling and pain. The device has been explanted with a complete capsulectomy. The capsule was sent for anatomopathological study which found fibosis of the periprosthetic capsule and cd30 negative lymphoid component. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and seroma.

Manufacturer narrative:
Device evaluation:based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. ¿ edema: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure deformation and particles were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, and periprosthetic fluid diagnosed via ultrasound along with swelling and pain. The device has been explanted with a complete capsulectomy. The capsule was sent for anatomopathological study which found fibosis of the periprosthetic capsule and cd30 negative lymphoid component. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Edema: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Explanting physician reported left side capsular contracture, baker grade IV, and periprosthetic fluid diagnosed via ultrasound along with swelling and pain. The device has been explanted with a complete capsulectomy. The capsule was sent for anatomopathological study which found fibosis of the periprosthetic capsule and cd30 negative lymphoid component. The device has been explanted.